Event description:
The patient describes developing "a bad allergic reaction" after treatment with human collagen. The physician prescribed oral antibiotics for treatment of signs and symptoms. This is the same event and the same pt reported under MDR ID # 2939859-2000-00205 (inamed complaint #2049362). This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided per the FDA's request for traceability purposes.